Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to the lens was implanted upside down. The lens was exchanged for another same model and diopter lens and the problem was resolved.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found a piece of one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. Medical review - while the lens is being ejected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of this event was user's error while loading/injecting the lens in the anterior chamber. (B)(4).

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? Lens not returned.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.